Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by pt's counsel that the pt received a durom u.s. Acetabular component 50/44 j on (B)(6) 2006, on the right hip. It is unk at this time whether the pt has been revised. The pt is currently being monitored due to pain and loosening. Pt is suffering from paget's disease.

Manufacturer narrative:
The MFR did not receive the devices as the pt has not been revised to date. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008 as reference above. Should additional info become available and/or the devices be returned fro evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4)considers this case as closed. (B)(4).